Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event occurred while preparing the pt for surgery. The md attempted to insert the intra-aortic balloon (iab) through the sheath via the femoral artery, when the balloon vacuum was not achieved. As a result, the iab was removed and replaced with another iab unsuccessfully. Ref MDR #1219856-2011-00325 for the first event, MDR #1219856-2011-00333 for the third event and MDR #1219856-2011-00334 for the fourth event involving the same pt.